Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer contacted ge healthcare for a log review and a reported death during use with an engstrom ventilator. It was reported that the pt was in the ICU and was transferred to an isolation room. Upon arrival in the isolation room, the staff reconnected the engstrom to ac power. After an undetermined length of time after transport, it was reported that the unit was alarming and subsequently stopped ventilating. There is no allegation of equipment malfunction. The cause of death is unk.